Event description:
It was reported to boston scientific corporation that a pinnacle lite pelvic floor repair (pfr) kit was used during an anterior repair (with mesh) procedure performed on (B)(4) 2013. According to the complainant, during the procedure, when loading the suture of the pinnacle device onto the capio device outside the patient, the bullet/needle detached from the suture. The break was right at the needle, and there was no visible damage to the capio device or visible damage to the suture and bullet prior to the event. The procedure was completed with another pinnacle lite pelvic floor repair (pfr) kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.